Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link y site separated from the connector that connects to the patient's clave resulting in a leak. The set was being use with an IV pump at a flow rate of 5ml/s. There was no patient injury or medical intervention associated with this event. No additional information is available.